Manufacturer narrative:
Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd eclipse¿ bd luer-lok¿ syringe with needle safety clip broke off. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples and pictures were returned for investigation. There was no failure observed on the hub hook breakage and safety shield fall off/ break off test which was performed during out-going inspection. DHR review could not be carried out as there was no lot number returned. Root cause description: root cause could not be determined as there is no sample returned for investigation. Rationale: CAPA# 56413 has been raised to address safety shield disengagement issue. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that bd eclipse¿ bd luer-lok¿ syringe with needle safety clip broke off. No serious injury or medical intervention was reported.